Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient experienced a blood glucose of hi on the meter (over 600 mg/dl). The reporter indicated that the patient was unavailable at the time of the call to review. The patient contacted animas on (B)(6) 2013, reporting that they suspected that the pump was not delivering correctly related to elevated blood glucose levels to 300-500 mg/dl range with mild ketones, headache, and dizziness; there was no date specified for the reported event. The patient indicated that the blood glucose levels were returning to normal range with manual injections. The patient indicated that there were no noted issues with the infusion site or set and indicated that the sites were being rotated appropriately. The patient confirmed no air bubbles or leaks noted and confirmed that all of the connections were tight. The patient indicated no alarms related to the event and indicated that the pump settings were correct. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump was not delivering insulin correctly.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: the meter remote was not returned with the pump for investigation. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity related to the complaint was observed in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms occurred during testing. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.